Manufacturer narrative:
Age at time of event: over 18. Inspection of the returned device shows a kink located at 7.5cm from the distal tip, dried body fluid on the proximal handle and underneath the splines of the array and peeling of the covering of the deployment shaft. Microscopic inspection shows discolorations/damage on multiple electrode pads in the distal array. The deployment slider functioned properly, deploying and undeploying the array. The orion catheter passed the electrical and magnetic registration test without issue. Both magnetic sensor pairs had normal resistance measurements. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 20sep2017. It was reported that noise occurred. The patient underwent an ablation procedure due to an atrial tachycardia in the left atrium. However noise was noticed when the intellamap orion was inserted into the left atrial . The electrodes e1 and e3 had a lot of noise. Physician complained about the signal quality and completed the procedure with another catheter. The patients condition was reported to be stable. However device analysis reveled peeling of the covering of the deployment shaft.